Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. A review of the manufacturing documents from the DHR/lhr for lot 1311111 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. The actual device was returned by the end-user facility and a device evaluation was conducted. All device components were present as received, but the cervical cone, vaginal cone, and intrauterine balloon were completely detached from the manipulator tube. The locking mechanism was securely locked onto the manipulator tube. The locking mechanism was released and a mark on the manipulator tube was underneath the set screw, indicating the locking mechanism had not been released by the end-user. The pilot balloon check valve and handle were intact. The diameter of the hole at the distal end of the blue vaginal cone measured within specification using calibrated pin gages. The diameter of the center hole in the cervical cone also measured within specification. The intrauterine balloon appeared to have been pulled toward the distal end of the manipulator tube. There were no pieces missing from the intrauterine balloon. The outside diameter of shrink band measurement provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. Application of adhesive on the manipulator tube appeared sufficient where the intrauterine balloon had been attached. The intrauterine balloon adds additional resistance to detachment of the cervical cone. No product defects were identified during the examination. Evidence suggests the cause of this complaint is application of force during manipulation of the device which exceeded the pull off strength capability of the cervical cone/intrauterine balloon. A contributing factor may have been not unlocking the locking mechanism and not retracting the vaginal cone prior to removal of the device. The risk associated with this complaint is mitigated in the dfu, directions for use, which states, "prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon, 2. Cervical cup, 3. Vaginal cup, 4. Locking assembly and 5. Thumbscrew) have been retrieved from the patient." The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099. The actual device return is anticipated; however, the device has not been received at conmed to date. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device not yet returned to conmed corp.

Event description:
It was reported to conmed that, " when device was being removed it came apart into 4 pieces. They believe that all of the pieces were retrieved but they want the device to be returned so that we can verify that." It was also reported that there was no patient injury.